Event description:
It was reported that during a device replacement insulation anomaly was observed. The lead was explanted and replaced. Patient condition post procedure was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.0cm was returned for analysis. External insulation abrasions were noted at 12.8-13.1cm and 17.8-18.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.